Event description:
It was reported that the patient was having seizures constantly which are above pre-vns baseline levels. The patient was admitted to the hospital. Device diagnostics were performed and were within normal limits. Attempts for further information have been unsuccessful to date.